Event description:
During a bankart repair utilizing the bioraptor, knotless suture anchor, it was reported that the anchor pulled out. For preparation of the site dr (B)(6) used a 2.9mm fluted drill bit which is recommended for 2.9 mm bioraptor knotless anchor. A back-up device was reported to be on hand. The site prepared for the bioraptor knotless anchor was left empty, another twinfix ti 2.8mm anchor was used adjacent to the site prepared for bioraptor knotless anchor. It was reported that no patient harm occurred.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: one bioraptor knotless suture anchor was returned for evaluation. Visual examination of the anchor aided by a stereo microscope showed the inner plug is partially out of the anchor body and there is evidence that the torque limiter was rotated counterclockwise during the procedure. The anchor body is misaligned on the inserter shaft. Anchor is soiled confirming an attempt to implant the device. It appears that during insertion the anchor dislodged and on attempting to reengage the anchor, the misalignment occurred. Based on these findings, no root cause related to the manufacture of the device can be established. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. The instruction for use states, "excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint." (B)(4).